Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms. All other lead measurements were tested and were within normal range. The pacing impedance measurements at the implant procedure 3 months prior were 1765 ohms. The physician planned to monitor the lead and check the patient in a month.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.